Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to intervertebral disc herniation. Intra-op, the flexible arm could not be fixed during the operation. The product was replaced with another purchased product and after that, there was no problem. There was a delay of less than 60 minutes in overall procedure time as a result of this event. No patient complications were reported.